Manufacturer narrative:
The customer did not supply any qc information. A field service engineer (fse) was dispatched and found that the modular chemistry (mc) sample probe was partially closed up and was not aspirating correctly. The fse replaced the probe and the collar wash and also verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 660i synchron access clinical system was generating low anion gaps on some patient samples. Results were not reported out of the laboratory. The samples were run on an alternate instrument in the laboratory that produced higher anion gap results and were reported. The customer could not identify if the issue was caused by sodium (na), chloride (cl) and/or carbon dioxide (co2). It is unknown if the difference in the na, cl and/or co2 exceeded assay precision claims. The customer was unable to provide patient results. Patient treatment was not affected in this event as no erroneous results were reported out of the laboratory.